Manufacturer narrative:
(B)(4). This lot was manufactured between march 3, 2014 and march 4, 2014. Visual inspection noted white fragment of the duck-bill valve approximately 3.21mm in size, floating in the fluid of the reservoir. The fragment of duck-bill valve was identified to be polyisoprene material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor contained a particle floating in the fluid of its bladder. This was identified after the device was filled with desferrioxamine (baxter-compounded solution), during inspection, and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.